Manufacturer narrative:
Product complaint: (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Please provide the lot number. The lot number is unknown based on the available information. What is the procedure name? The procedure name is unknown. What is the procedure date? The procedure date is unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. A steroid (betamethasone butyrate propionate) was prescribed; no information is available regarding other medical or surgical interventions. What is the most current patient status? The patient¿s swelling has resolved, and the condition appears to have improved. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information is unknown. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? It is unknown whether the product or a representative sample is available for evaluation. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction what date /day post op was the reaction noted? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Does the patient have allergies to medication, food, etc.? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Skin inflammation has occurred. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. No sample will be returned. Further details are not provided. Additional information has been requested.